Event description:
As reported to cook: a male pt underwent an aaa, abdominal aortic aneurysm, repair for a type I endoleak. During the deployment of the main body extension, the device would not deploy in a perpendicular fashion while unsheathing. It would deploy "lopsided." The physician then deployed another MFR's stent (1820334-2010-00679). A renu extension was then deployed successfully but did not resolve the endoleak. The hemostatic valve leaked on the renu device during placement. The physician then left the procedure due to not converting to an open surgical procedure.

Manufacturer narrative:
(B)(4). Event eval: still under investigation at this time.